Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the cable was cut and would need to be replaced. The device was to be sent on for repair and restock. (B)(4).

Event description:
The programmer, radiofrequency programmer head and software analyzer were returned as they were no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.